Event description:
Doctor was inflating a percutaneous transluminal angioplasty (pta) catheter. At this time, the pta catheter was already inserted in the patient's left arm. As he inflated the balloon under fluoroscopy, he immediately recognized that the balloon burst, and the distal end of the catheter was broken off. He removed the catheter that was still intact and used fluoroscopy to guide him in the removal of the detached balloon. All contents of the catheter were quickly removed from inside the patient and was confirmed with fluoroscopy.